Event description:
When the physician cut the lesser omentum with the subject device during a partial hepatectomy, some error displayed. After withdrawing the device from the pt body, the probe tip broke during cleaning the device by nurse. There was no pt harm reported.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp (omsc) for evaluation. The evaluation confirmed that the probe broke down at 10 mm from the distal end. And there was a scratch of the probe and the wear of ptfe pad at the broken point. There was a contact mark of the probe and jaw where the probe was broken off. The manufacturing history was reviewed, with no irregularities noted. Based on the analysis result above, since the device was grasping a thick and hard tissue and activate while twisting the tissue, the ptfe pad unevenly wore. Consequently, the probe and jaw came into contact, which caused scratches in both the probe and jaw. After that, since the physician continued to use the device, the probe tip broke. This report is being submitted as a medical device report in an abundance of caution.